Event description:
It was reported that the smartpass feature had programmed itself off due to decreased intrinsic amplitudes and a change in morphology. Also, there was some noise. The patient came in for a check-up and the smartpass could not be re-enabled in any sensing vector. Technical services advised programming and testing options. Later the system was explanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the smartpass feature had programmed itself off due to decreased intrinsic amplitudes and a change in morphology. Also, there was some noise. The patient came in for a check-up and the smartpass could not be re-enabled in any sensing vector. Technical services advised programming and testing options. Later the system was explanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.